Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited decreased pacing impedance, decreased r-wave amplitude sensing, and increased capture thresholds that resulted in intermittent capture. The lp was repositioned on (B)(6) 2023. The patient was in stable condition.